Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece #1 was manufactured on march 29, 2017. Based on qa assessment, the product met specifications at the time of release. Handpiece #2 was manufactured on april 17, 2013. Based on qa assessment, the product met specifications at the time of release. The handpiece #3 was manufactured on april 30, 2013. Based on qa assessment, the product met specifications at the time of release. The handpiece #4 was manufactured on december 20, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece #5 was manufactured on march 22, 2016. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that 3 patients presented with toxic anterior segment syndrome (tass) at the postoperative visit. The patient was given anti-inflammatory and antibiotic injection was administered. The issue has resolved. This report is for the 3rd of 3 patients.